Event description:
It was reported the lead tip was bent. No patient symptoms were reported. No patient injury was reported. Patient outcome was not provided.

Manufacturer narrative:
Analysis of the lead model 3877s-40, serial #(B)(4) found the distal end to be bent (new out of the box). (B)(4).